Event description:
It was reported that the dr was performing a hand assisted colon procedure. It was reported that the handpiece would start activating and then give a solid tone. The case was completed with no pt consequence.